Manufacturer narrative:
(B)(4). Batch # r93411. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a colon resection, while using the device, the mobile blade is broken and disengaged from its original position. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r92w6j investigation summary: the device was received with the upper jaw damaged at the proximal side and the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified